Manufacturer narrative:
The user called dario, and she reported that the cartridge of strips that she was currently using were open for approximately a year, and therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". During troubleshooting with dario's representative, the user received a bg reading of 593 mg/dl on her dario meter compared to a bg reading of 145 mg/dl from her non-dario meter. While troubleshooting with dario's representative, it was also determined that the user was transferring new dario strips into the old dario strips cartridge. Dario's user guide states in the section storage and handling: "do not transfer test strips from one cartridge to another" the user also reported storing her cartridge of strips on the kitchen counter. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." After the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to the misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available. Addition for the follow-up report: on the (B)(6), the user called dario in order to inform us that her issue of high bg readings has been resolved since receiving the new cartridge of strips. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On july 10th, 2023, the user contacted dario to report high blood glucose (bg) readings . The user reported that she received high bg readings with her dario meter from one year ago. Due to the above the user reported that she went to the doctor where she compared her bg readings from her dario meter with the bg readings from her doctor's meter. The user reported that her dario meter was giving her higher bg readings than her doctor's meter. The user reported that on july 10th, 2023, prior to calling dario, she tested again and received a bg reading of 510 mg/dl four hours after eating. At a later date the user sent dario a follow up email reporting that she purchased a non-dario meter to use for testing her bg levels.

Manufacturer narrative:
The user called dario, and she reported that the cartridge of strips that she was currently using were open for approximately a year, and therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". During troubleshooting with dario's representative, the user received a bg reading of 593 mg/dl on her dario meter compared to a bg reading of 145 mg/dl from her non-dario meter. While troubleshooting with dario's representative, it was also determined that the user was transferring new dario strips into the old dario strips cartridge. Dario's user guide states in the section storage and handling: "do not transfer test strips from one cartridge to another" the user also reported storing her cartridge of strips on the kitchen counter. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." After the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to the misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings . The user reported that she received high bg readings with her dario meter from one year ago. Due to the above the user reported that she went to the doctor where she compared her bg readings from her dario meter with the bg readings from her doctor's meter. The user reported that her dario meter was giving her higher bg readings than her doctor's meter. The user reported that on (B)(6) 2023, prior to calling dario, she tested again and received a bg reading of 510 mg/dl four hours after eating. At a later date the user sent dario a follow up email reporting that she purchased a non-dario meter to use for testing her bg levels.